Event description:
Pt had right nephrostomy tube placed (B)(6) 2018. Right nephrostomy tube cracked at entrance site just below suture. Questionable device failure. Tube was changed. Tube was argon multipurpose drain catheter 8.5fr. Seen in ed and tube exchanged same day.